Event description:
It was reported that the device was oversensing. When an automatic setup was done, there was a message that the intrinsic signal was out-of-range. The doctor decided that the patient condition no longer required a system so the pulse generator was programmed off. The doctor will decide later when to explant. There were no adverse patient effects.